Event description:
It was reported that during normal follow-up, a stored alert for possible output circuit damage detected was observed. The date of the alert coincided with electrocautery use for an unrelated surgery. The patient received inappropriate therapy due to the emi. Device was later explanted and replaced due to normal eri.

Manufacturer narrative:
The reported output anomaly alert was confirmed in the laboratory via review of the device image. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The reported output anomaly alert was suspected to be caused by electrocautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.